Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient did not wear a mask. Four days after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection amikacin (100 mg, stat dose, 100 mg once daily, route not reported) and injection vancomycin, intraperitoneally (ip, 1 gram, stat dose) for peritonitis. It was unknown if the patient was retrained on proper aseptic technique. At the time of this report, the patient¿s fluid was clear and the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. Additional information was not available.